Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately following implant of the implantable cardiac monitor, the patient was in recovery, upon interrogation back up vvi mode was noted with dashes. After a firmware download, the device was successfully restored the device. The patient was asymptomatic and would continue to be monitored.